Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04497. It was reported that the patient experienced uncomfortable stimulation due to the paresthesia. In turn, the scs ipg was explanted and replaced with an ipg capable of providing paresthesia-free stimulation. The issue has since been reportedly resolved.